Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes, short v-v intervals, and undefined high pacing impedance. In addition, there was oversensing/noise noted on stored electrograms, and lead fracture suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.